Event description:
It was reported that after a breast MRI on (B)(6) 2012, a patient had eczema on both gluteus and had not been able to resolve it. The reporter stated that for the moment no drugs or medication, even cortisone, could solve the issue. It was reported that the device would probably be removed, both because of the eczema and because the patient suffered from retention that brought her to renal insufficiency. A follow-up report will be made if additional information becomes available.

Event description:
Follow up reported, the patient had their local authority perform "emi detections" and they found that levels were higher than normal and "out of law." It was also noted their neighbor had reported several health problems. The mobile company was "informed and intimidated to decrease the level of radiations." The patient felt better and their eczema was reduced. It was noted a device replacement had been scheduled for (B)(6) 2013.

Event description:
Additional information received reported there was an antenna for a mobile company built 100 meters from the patient's house and was suspected to have caused the patient's skin reaction. The exact electromagnetic interference levels measured were unknown. After the "detection" of the emi levels, that was previously reported the patient "felt better and eczema recovered." It was unclear if the eczema was a consequence of the "high" electromagnetic radiation. In addition, it was stated that at the time of this report, the patient "still felt bad" as a "sort of burn appeared at the level of the pocket." The nature of the burn was unknown. The patient performed an "allergic test" that gave a "negative" result. Additional information has been requested, a second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the ins, model 3058, serial no. (B)(4), found no anomalies. Analysis of the lead, unknown model/serial no/lot no, found no significant anomalies; the lead body was cut through and product segmented.